Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was used in a patient for the endovascular treatment of a 7.2 cm in diameter abdominal aortic aneurysm. The suprarenal aortic neck was angulated 70 degree. It was reported that the endurant stent graft and nine heli-fx aptus endoanchors were implanted. There was a proximal type I endoleak that was not treated. Per the investigator, the event was related to the index procedure. No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that endoanchors were planned to be placed out of a concern for late failure. However, during the procedure a type ia endoleak was observed so endoanchors were placed to treat the endoleak. The type ia endoleak did self-resolve.